Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed tamper seals were broken and third party seals were present, the battery door was cracked and a non-original equipment manufacturer supercap was found on the main board. Review of the event history log showed an occurrence of "primary audible alarm bgnd test." Functional testing involved running the pump through the power up process and occlusion testing. The reported issue was not duplicated during the investigation and no damage to the speaker was found. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient harm.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible bgnd. No patient injury reported.